Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise and myopotential oversensing which resulted in inhibition of pacing. On (B)(6) 2017, the patient presented in clinic. The myopotential oversensing was reproducible with coughing. The device was reprogrammed. Patient did not experience any symptoms and was stable.